Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a critical pump error. The customer took off the insulin pump and was getting ready to shower when the insulin pump began to beep. The insulin pump displayed a do not use the pump message. The customer's blood glucose level is unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and pump error 35 is found in the formatted history file due to force sensor zero off set out of specification. We were unable to perform the self- test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. The insulin pump was received with scratched case and pillowing keypad overlay.